Event description:
The customer reported via phone call the he was having problems with the insulin pump buttons. The customer stated while in the middle of giving a bolus, it switched to suspend on its own. This occurred while he was going to deliver a bolus. The b button was pressed and insulin pump did not respond. The customer had to press the button multiple times before it responded. The customer stated he works in construction and he sweats a lot. The customer stated the insulin pump did not alarm. Customer's blood glucose was 130mg/dl. Advised the customer to discontinue to use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Unable to verify suspend alarm due to button keypad anomaly. The insulin pump has cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.